Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, but the analyst did note grommet damage.

Event description:
It was reported that 2 weeks after implantation, the device measured rv lead impedance greater than 1550 ohms. At the explantation of this device it was noticed that the connectors were filled with fluid. Lead measurements with the analyzer did not reveal any anomalies. The device was explanted and replaced. No patient complications have been reported as a result of this event.